Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead was ¿not quite what it should be or something¿. Patient noted a fast heartbeat. The lead remains in use. No further patient complications have been reported as a result of this event.